Manufacturer narrative:
Exact date unknown, event occurred in the year of 2015. Explant date: 2015. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(4); batch: 16424180.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and the explanted ipg and lead will not be returned.